Manufacturer narrative:
A boston scientific crm technical services consultant discussed that the magnet rate indicates one year longevity remaining and to follow this as the indicator. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this patient later underwent a replacement procedure and this product was explanted and replaced.

Event description:
Boston scientific crm received information that this caller was inquiring about the estimated remaining longevity for this pacemaker as in (B)(6) 2010 it stated two years remaining and is now stating less then .5 years. However, the magnet rate is 100ppm. There have been no changes to the device output and pacing percentage. Impedance measurements are slightly higher. Has not increased. No output changes, impedances are slightly higher.